Event description:
It was reported that following a trial implant procedure, the patient experienced weakness in their foot. The stimulator was turned off and the weakness continued. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the trial lead was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.